Event description:
It reported that due to the patient's high risk of brain bleed the doctor wanted to preform the heartmate 3 implant off-pump to reduce the need of heparin for anticoagulation on bypass. Incisions made were sternotomy and left thoracotomy. A mini apical sewing placed on left ventricle (lv) apex; threaded outflow graft (ofg) to the ascending aorta; driveline tunneled to exit through the right upper quadrant; anastomosis of the ofg to the ascending aorta; removed axillary impella; cored lv apex; and pump placed into lv apex. Heartmate 3 turned on at 18:59. Due to massive blood loss, patient was emergently placed on cardiopulmonary bypass at 19:03. Lv thrombus seen on echocardiogram; pump and sewing ring were removed in order to remove thrombus. 19:30 placed apical sewing ring on lv apex. 19:42 heartmate 3 turned on. Bleeding noted at lv apex; apical sewing ring removed; reinforcement placed around core via bovine pericardium; mini apical sewing ring attached at 20:40. 21:08 heartmate 3 turned on. Centrimag placed on right side due to elevated central venous pressure and low mean arterial pressures; right ventricular assist device turned on at 22:09. The family decided to withdraw care due to coagulopathy, massive transfusion protocol, and elevating pressures. Patient expired on 25may2022. Pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The patient expired on 25may2022. The heartmate 3 left ventricular assist device (lvad) , serial number (B)(4), was not explanted for analysis. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07 feb 2022. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this document lists device thrombus and bleeding as adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.